Manufacturer narrative:
Section g3: date received by manufacturer was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional requested a remake of a silent nite sleep appliance due to one of the anchors breaking and patient wanting a new one. Patient received the device on 05/17/2027 and notified the provider of the incident on 05/21/2024. No injury was reported.